Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had erased all of the patient information. After the patient received radiation therapy, the device was interrogated and the memory corruption noticed. No device functionality was affected. The hospital staff manually entered values into the patient information fields on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received, it could not determine this device performed as described in the field action. Model 694765, implantable tachy lead, implanted 2011 (B)(6). (B)(4).